Event description:
Eval revealed that the forse sensor plate was damaged and the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned animas. Eval revealed that the force sensor plate was damaged and the force sensor resistance measurement was out of calibration. The pump was primed successfully and exercised with no alarms duplicated.